Manufacturer narrative:
The field service engineer (fse) was on-site on (B)(4) 2011. The fse replaced the sample probe syringe, primed fluidics, and performed preventive maintenance tasks due in the following month. The fse completed carryover testing and a system check that passed instrument established specifications. Although the fse performed some repairs at the time of service, a definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 erroneous a low ferritin result for one patient sample was generated on the unicel dxi 600 access immunoassay system. The sample test was repeated and obtained results within the normal reference range. Quality control (qc) results were within the customer's established ranges before the erroneous results was obtained, however, multiple qc results were not within the customer's ranges after the erroneous result was generated. The customer discontinued use of the operation and a service call was dispatched. There were no erroneous results reported out of the lab and there were no reports of change to patient treatment associated with this event.